Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented an irrigation issue and a difficult to deploy. The catheter was flushed before inserting the body and was working fine, but after some ablations, the physician started complaining on the slider of the catheter which is used to change from flower and basket was getting stuck. Although he completed the procedure, but after the procedure, the catheter was tested outside the patient's body, and it was not flushing. The procedure was completed using the same device. No patient complications. Catheter was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.